Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. Multiple usb cables were unsuccessful in charging the pump. Customer stated they did not observe any visible damage in the usb port. There was no reported impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.